Manufacturer narrative:
Submit date: 05/02/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that it was difficult to insert and there subsequently was a rupture of the material. No injury reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be that the tube was not filled with enough water, 10cc, to remove the stylet smoothly. The process is running according to product specifications meeting quality acceptance criteria. The production personnel were notified about the reported issue. A corrective action is not deemed necessary at this time. Covidien will keep monitoring the process for any adverse trends that require immediate attention. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.